Event description:
The complainant alleged that during biomedical's testing, the device would not allow the defibrillator to discharge. The complainant indicated that there was no pt involvement in the reported malfunction.